Event description:
Event description guidant received information that the monitoring voltage on this implantable cardioverter defibrillator (ICD) was lower than expected. The device was implanted ten months ago.